Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer (fse) identified that the auxiliary half-height drawer 7 (1&2) was disconnected, and the auxiliary half-height drawer 6.1's cubies were off bus. The unit was powered off, and the drawer controller boards for drawers 6 (1 & 2) and 7 (1 & 2) were reseated. After this, the hardware test application was passed, and the customer completed the medication inventory in the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer and not detected on bus. User tried shut down the station by unplugging the power cord from the back of the station and reconnect but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.